Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause of the reported complaint cannot be determined at this time. The device IFU (instruction for use) advises "olympus recommends that the generator and transducer are returned every 24 months for a calibration and safety inspection. To return a unit for calibration and safety inspection, contact olympus customer service and request a return material authorization (RMA) number. (Preventive maintenance section). Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was returned and evaluated. Evaluation of the device determined that the unit failed to generate output through the handpiece with error and led lighted up due to a faulty connector socket. Additionally, 4 rubber feet were found missing at the bottom of the unit. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Evaluation findings confirmed the reported complaint. The root cause of the failure is unknown. Likely probable cause could be due to handling issue and or maintenance of the device.

Event description:
It was reported that during an unspecified procedure the device showed an error light. There were no further details provided regarding the event. No patient impact or harm reported due to the event. No user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates.

Event description:
The reported event occurred at the beginning of a therapeutic procedure. No other devices were involved in this event. There was a delay of approximately 15-30 minutes. The patient has an appointment on (B)(6) 2020 for cysto stent removal (normal). They will assess her at that time to see if she needs extracorpeal shockwave lithotripsy for stone burden. No patient harm or injury reported.